Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated paracetamol (non-abbott acetaminophen assay) results on one patient. The results provided were: (B)(6) on (B)(6) 2017 at 20:46pm = 215.78 / repeated (B)(6) 2017 at 02:48am = 4.77. The initial results were released to the ward and the patient was treated. There is no information on if the patient had any adverse effects due to the treatment, therefore, per medical opinion a serious injury could not be ruled out. There was no additional patient information provided. The patient was treated for the elevated paracetamol.

Manufacturer narrative:
The customer stated the serum sample was quite short when it was reanalyzed and the first result did not correlate clinically or with subsequent results. No visible micro particles were observed in the sample. On 22may2017 an abbott field service representative (fsr) inspected the architect, serial number (B)(4), and completed a full preventive maintenance. The fsr reviewed the instrument logs which showed a possible sample integrity issue. A historical review of service history for architect c16000, list number: 3l77 found no other events involving false high acetaminophen results. A review of architect c16000 tracking and trending data found no related issues and no trends identified. A review of the architect system operations manual shows labeling with regard to configuring user defined non-abbott assays, sample handling, operational precautions and limitations of result interpretation, and troubleshooting of the reported issue. A malfunction was not identified. The available information indicates the falsely elevated result is due to a use error as sample integrity was identified to be the cause. A deficiency of architect c16000, ln: 3l77 was also not identified.